Manufacturer narrative:
Section h3 - other (81): the product was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. As the lot number is unknown, no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product lot number was not provided. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the mother of a user who had been using complete double moist for one and a half years that the child had complained of eye irritation for the past month and a half. The child visited an eye clinic and was informed that there was a rash on the back side of the eyelid, likely caused by an allergy, which could be contributing to the irritation. Eye drops (specific details are unknown) were prescribed. The irritation had not gone away as of the time of the complaint. No additional information was received.